Event description:
The customer reports that during 1st stapling on the lobe of the lung, the device remained shut on the lobe. The physician could not open the device. Another new device was used to staple the lobe further and to release the shut device. There were no serious consequences for the patient.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/27/2015.

Manufacturer narrative:
The jaws were locked after clamping on tissue. A second stapler was used to cut the parenchyma in the first and get out the device. No reinforcement material used in conjunction with the stapling device. The surgical procedure was wedge resection of the upper right lobe videothoracoscopy. The date of the procedure was (B)(6) 2015. The patient age, weight, gender-(B)(6). There was unanticipated tissue loss as a result of this problem, it was necessary to make a larger tissue resection than expected. No tissue damage as a result of this problem. No blood loss of 500cc or more due to the product problem. No surgical time extended by more than 30 minutes due to the product problem.